Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set IV tubing was unable to screw into the IV cap. This event occurred on unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure testing and clear passage under water testing with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.